Event description:
It was reported that the patient lead had issues and unable to able placed in MRI mode. As such the entire system was explanted in 2022.

Manufacturer narrative:
Date of event and explant is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.